Event description:
Procedure type: tep totally extraperitoneal. Patient gender: unknown. According to the reporter: inflated balloon by 30 pumpings in the extraperitoneal space. Then the balloon broke. The broken pieces were almost retrieved, but there is a possibility that some are left inside the cavity. No tissue damages. No bleeding. Extended or time: unknown. No patient injury was reported. Patient status: ok. No further patient info available.